Event description:
It was reported that increased capture threshold and r-wave variability were noted. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.